Event description:
It was reported to boston scientific corporation that a jagwire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the general bile duct performed on (B)(6) 2010. According to the complainant, during the procedure, the distal tip of the guidewire detached in the intestine of the patient. No attempt was made to retrieve the fragment; the physician believed it would pass naturally. Another jagwire was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
During baxter device evaluation, the channel a channel select key was discovered to be inoperative. There was no documented patient injury or medical intervention necessary. No additional information is available.the user interface module master software version for this device is 5.04.00, categorized as unremediated.

Manufacturer narrative:
(B)(4). There was no use or user error associated with this report. There have been similar complaints reported to baxter. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Manufacturer narrative:
(B)(4). The assignable cause was a defective channel a phm (pumphead module) keypad. The channel a phm keypad has been replaced.a follow-up medwatch report will be submitted if additional information becomes available.